Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting and pain. The patient was taken by ambulance to the hospital. Once at the hospital the patient had lab work as well as an x-ray and computed tomography scan performed. The patient was treated with intravenous fluids and insulin. In addition the patient reports being treated with antibiotics. The patient remains in the hospital at the time of this call.